Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while off the ilet system due to running out of supplies and temporarily using subcutaneous insulin by pen, and then required assistance to resume therapy with a 23" teflon 6 mm inset infusion set and a new cartridge; troubleshooting and education were completed, including step-by-step guidance to rewind, replace the cartridge and infusion set, fill tubing and cannula, and restart insulin delivery, after which insulin therapy was confirmed as resumed. Symptoms included elevated blood glucose. Outcomes included restoration of insulin delivery and patient education. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed no device malfunction, with hyperglycemia attributed to interruption of pump therapy when supplies were not available and challenges managing glucose with multiple daily injections. It was concluded, based on established findings for similar reports, that the cause was unclear with contributing factors related to therapy interruption and user management circumstances. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.